Event description:
The (B)(4) reported, surgeon submitted a presentation, ¿nonunion¿ failure of a fracture to heal, failure of advancing healing for approval. It showcases ten pts, various collected cases on the topic of nonunions. Pt# 10: pt with severe right tibia/fibula fracture was implanted with a nail, four (4) screws and cerclage wire on an unk date. X-ray on an unk date shows a non-union. Pt was returned to operating room on an unk date, hardware was removed and the pt was revised to plate and screws. An x-ray on an unk date appears to show antibiotic beads: it is unk if the pt had an infection. It cannot be verified if the product is synthes product. This is 5 of 6 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.